Manufacturer narrative:
The customer¿s reported issue of an infusion stopping unexpectedly with no alarm was not confirmed through a review of the device logs or through testing. However, it was determined that delays programmed by the user between approximately 09:59 am and 10:50 am resulted in the source device not infusing. The log review found that the pump module was programmed for two 1-hour delays and one 2-hour delay. The first delay was started at 9:47 am. And finished with a callback before infusion at 10:49 am. The second 1-hour delay was started at 10:50am and ended with a callback before I. Infusion at 11:50am. The final delay was started at 11:58:31 am for 2 hours; however, the pump module was channeled off at 12:33:15 pm. Functional testing consisting of 1-hour rate accuracy testing performed on the source pump module found the device slightly under infusing. After recalibrating another 1-hour timed rate accuracy was performed and found the pump module operating within specification. This issue is considered an incidental finding and not a contributor to the customer complaint. Log analysis results: a remote IV was received on 20feb2020 at 6:12am with drug ID 97 (argatroban inf) with the following parameters: rate: 2.052 ml/h, vtbi: 250ml, drug amount: 250 ml, diluent volume: 250 ml, patient weight: 68.4 kg, concentration: 1000 mcg/ml, dose: 0.5 mcg/kg/ml; the infusion began at 6:12am. At the suspected time of the event at 9:49am the pump was selected and a delay of 1 hour was programmed which started at 9:49am. The delay. Completed and an alarm for callback before infusion started at 10:49am. Then at 10:50:14 am the pump module was selected again, and another 1-hour delay was programmed and started at 10:50:19 am. The delay. Completed and an alarm for callback before infusion started at 11:50:21 am. The pump module was then channeled off at 11:51:18 am. The infusion was restored, and another delay was programmed for 2 hours however the pump module was channeled off at 12:33:15 pm. The calculated pvi was then at 7.41 ml. The proximate cause was due to user programming delays during the time of the reported event. After the delay completed the system alarmed for callback before as expected.

Event description:
It was reported that a weight-based dose of agatroban in dextrose 5% 250ml was infusing at 2.05ml/hr. As the patient's partial prothrombin time level (ptt) was being monitored, the nurse wondered whether to stop the infusion or place it on and was waiting for a physician's order to do so. In the meantime, the nurse "stopped" the infusion 0959 and went for her break. Thereafter, the covering nurse "restarted" and immediately "paused" the infusion at 1050. It was noted that the infusion stopped unexpectedly and did not sound an alarm. There was a question if the medication was infused between the time period of 0959 and 1050. The patient's blood was then drawn to confirm the ptt level but the result was inconclusive as the initial sample of blood was not wasted and was possibly mixed with the medication. Additional blood sample was drawn and the result was within the expected levels. Later on, it was reported that the device produced an audible alarm with the message "infusion complete". Furthermore, the infusion was not continued and with the remaining volume seen on the medication bag. There was no impact or consequence to the patient.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient's ethnicity is hispanic.

Event description:
It was reported that a weight-based dose of agatroban in dextrose 5% 250ml was infusing at 2.05ml/hr. As the patient's partial prothrombin time level (ptt) was being monitored, the nurse wondered whether to stop the infusion or place it on and was waiting for a physician's order to do so. In the meantime, the nurse "stopped" the infusion 0959 and went for her break. Thereafter, the covering nurse "restarted" and immediately "paused" the infusion at 1050. It was noted that the infusion stopped unexpectedly and did not sound an alarm. There was a question if the medication was infused between the time period of 0959 and 1050. The patient's blood was then drawn to confirm the ptt level but the result was inconclusive as the initial sample of blood was not wasted and was possibly mixed with the medication. Additional blood sample was drawn and the result was within the expected levels. Later on, it was reported that the device produced an audible alarm with the message "infusion complete." Furthermore, the infusion was not continued and with the remaining volume seen on the medication bag. There was no impact or consequence to the patient.